Event description:
It was reported the patient was hospitalized from (B)(6) 2012 for "z death." The patient had ecoli and was hospitalized from (B)(6) 2012. The patient "started to" have meningitis symptoms on (B)(6) 2012. The patient experienced a stiff neck, vomiting and dehydration. The pump was not titrated down before removing it. The pump and catheter were completely removed. The patient had ecoli surrounding the catheter and pump. The patient had swelling of the throat the next day, which caused fluids to get to her lungs. The patient was not given any baclofen from when the pump was removed until the next day, (B)(6) 2012. They waited for a therapist to determine if the patient could take a pill orally. The patient was given the drug by using a feeding tube. Caller stated the patient "really died at 7:00 pm on (B)(6) 2012, but was not officially announced dead until 9:35 am on (B)(6) 2012." The patient had a seizure on (B)(6) 2012. Caller stated there were four causes of death reported on the death certificate: acute respiratory failure, aspiration, ecoli, and meningitis and ecoli wound infection. Per hcp, they were unsure if the cause of death was device related. The patient died of meningitis from an infection around the intrathecal baclofen pump. The wound never healed from the last revision surgery. It was noted that the device remains with the patient. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).